Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. All currents within specific range. No error 23 alarm or low battery alert noted during testing. However, confirmed power error 25 due to non-sleep anomaly software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarm after changed the battery. The customer stated that she was able to complete rewind process. Customer stated that she received rewind request and recurred for 2 times. Customer stated that the insulin pump was dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.